Manufacturer narrative:
(B)(6). Concomitant medical products: catalog #: unk, unknown zimmer unicompartmental knee tibial tray, lot # unk; catalog #: unk, unknown zimmer unicompartmental knee femoral, lot # unk. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation because it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05992, and 05993. Device was discarded.

Event description:
It was reported that the patient had primary knee surgery perform approximately 4 years ago. Subsequently the patient was revised due to pain and discomfort. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.